Event description:
Event description guidant received information that this right ventricular lead was repositioned due to dislodgement. During the revision procedure, the device was prophylactically replaced due to the low voltage advisory.